Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The motion battery was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The site returned an unused battery. No other parts have been returned.

Event description:
A site representative reported that the motion battery on the imaging system was down. There was no delay in procedure or impact to patient as this event occurred outside of a procedure.

Manufacturer narrative:
Correction: product and associated fields updated to proper value.